Manufacturer narrative:
The insulin pump was received with button error alarm due to flattened down arrow button dome switch. It was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button error alarm. Device had scratched display window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose value of 407 mg/dl which was treated with manual injection. It was also reported that the insulin pump alarmed button error. No significant events leading to the alarm. It was advised to continue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.